Event description:
In 2007, the pt was admitted into the hosp with an acute myocardial infarction. A 3.0x18mm cypher select plus stent was placed in the native proximal left anterior descending lesion (lad). Post percutaneous coronary intervention (pci) the pt had a small hematoma in the right groin sheath site. The sheath was removed with no issues. Four hrs later, the pt felt weak and experienced pre-syncope upon getting up. The pt also had a drop in hemoglobin (hgb), watery melena stool was diagnosed with gastro-intestinal bleeding. Hemoglobin was 10.2g/dl. The following day the pt hemoglobin values were 7.7 at 2:08 hrs and 8.0 at 6.08 hrs. The pt was given 3 units of blood. Two days later, the pt experienced a drop in hgb again. An ultrasound revealed an 8.9x2.2x1.4 cm pseudoaneurysm, which required thrombin injection. Another 3 units of blood were administered. Two days later, the aneurysm was successfully thrombolyzed and the pt was discharged home a week later. The pt's pre-procedure medications included aspirin, clopidogrel, statins, beta-blockers, ace inhibitors and other anticoagulants. The pt's medications intra-procedure included aspirin, clopidogrel, gp iib/iiia inhibitor and unfractionated heparin. The pt's post procedure medications included aspirin, statins, ace inhibitors, beta-blockers and clopidogrel. This 74-yr-old female in the e-select registry experienced gi bleeding and femoral pseudoaneurysm post cypher stent implantation. Bleeding events and access site complications are potential adverse events associated with coronary artery stenting. The pt's medical history was listed as hypertension and hyperlipidemia. The index procedure was performed in the setting of acute myocardial infarction (mi). One cypher select plus stent was implanted in the lad. A procedural complication was documented as "small hematoma in the right groin sheath site". The sheath, itself, was removed without difficulty; however, 4 hrs post sheath removal, the pt felt weak upon getting up and nearly passed out. Over the next two days, the pt was diagnosed with both gi bleeding and a femoral pseudoaneurysm. Treatment for the gi bleed included blood transfusion and the pseudoaneurysm was treated with thrombin injection. It is not known how these events impacted the pt's post-procedural anti-platelet therapy but no complications were reported and the pt was discharged home.

Manufacturer narrative:
No prods were returned for eval. A review of the mfg records for the 7f avanti+ sheath could not be done with a lot#. With the limited info available surrounding these adverse events, it is not possible to determine potential contributing factors with any certainty; however, the technique used to access the artery may have contributed to the pseudoaneurysm and medication required for treatment of an acute mi with ensuing coronary intervention may have contributed to the gi bleed.